Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. An excessive amount of scratch wear marks with a pointy object were observed on the probes¿ insulation, ceramic piece and lumen. The insulation was also observed to be pushed down right below the electrode. The wear marks on the insulation are concentrated on the front of the probe. A portion of the ceramic can be observed still attached to the lumen, all around the cavity, which indicates that the ceramic was properly assembled and attached to the lumen. The broken and detached pieces of ceramic and electrode were not returned with the unit. Based on the returned units¿ evaluation, the unit could have been used as a tool for the mechanical displacement of tissue or bone, or as a prying or scrubbing tool, which may result in the damage to the tip. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder sad the device stopped ablating. The wand was withdrawn and the active electrode was missing. Further the patient's shoulder was opened to retrieve a metal piece.

Event description:
It was reported that during a shoulder sad the device stopped ablating. The wand was withdrawn and the active electrode was missing. Further the patient's shoulder was opened to retrieve a metal piece.